Event description:
The printed strip vial expiration date is 07/30/2005, however, according to the manufacturer, the associated lot expiration date should be 03/31/2005. No patient injury was reported. A request was made for the return of the suspect procudt and replacement product was shipped.